Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl. Customer's spouse administered an insulin injection to treat elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to discuss event with a healthcare provider.